Event description:
It was reported that a patient with a history of alcohol abuse and liver disease coded. The heart rhythm was asystole and CPR was administered immediately. Patient vomited copious amount of fluid, and the suction regulator from the crash cart had to be used. The unit worked at first, however, when the nurse attempted to increase the intensity control, the internal shaft on the regulator broke. The doctor was unable to see the airway to intubate the patient. Staff was unable to revive the patient. Did this event involve electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? None.

Manufacturer narrative:
Device has not yet been returned for evaluation. Regulator was made in june of 1999 and had been in service for approximately 8 years. We cannot determine the cause of the regulator adjusting stem failure without evaluating the unit. If the regulator adjustment stem breaks, the regulator should still continue to operate at the setting, the regulator was adjusted to at the time of the break. We do not know what kind of collection container was in use at the time of the event or how full it was. We do not know the condition of this suction regulator at the time of the event or, what type of maintenance has been done on the unit.